Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteral dilatation procedure. According to the complainant, a leak through a pinhole was noticed in the balloon during the first attempt to inflate it inside the patient's distal ureter. The balloon was inflated with a 50/50 mixture of saline and contrast. It was reported that the leak was slow enough that the balloon was able to be inflated enough to dilate and used to complete the procedure. The physician completed the procedure with no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteral dilatation procedure. According to the complainant, a leak through a pinhole was noticed in the balloon during the first attempt to inflate it inside the patient's distal ureter. The balloon was inflated with a 50/50 mixture of saline and contrast. It was reported that the leak was slow enough that the balloon was able to be inflated enough to dilate and used to complete the procedure. The physician completed the procedure with no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The device was returned with the balloon material fully deflated, however, dried contrast media crystals inside the balloon indicated a positive pressure had been applied. The balloon was inflated with an encore inflator, and a pinhole leak was noted in the balloon material at approximately 17 mm distal to the proximal transition zone. A tactile examination of the shaft of the device revealed no damage. Operational context contributed to this event.